Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device with a rotawire inside the device. Inspection of the rotablator device presented no damage or irregularities. The rotawire was able to be removed from the rotablator device was resistance due to the kinks. The wire was reinserted through the burr and advanced but had resistance due to the kinks. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07158. It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink¿ plus and a rotawire were selected for use. It was noted that the rotawire was jammed in the rotaburr. No patient complications were reported.